Manufacturer narrative:
Unknown taper. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and/or catalog number. The reporter stated they did not have the device, nor any information such as serial or catalog. Without any device information, the connector type associated with this report cannot be determined. This complaint was reported by the patient. The patient's physician was asked to confirm the events, as well as provide additional information. To date, no confirmation of the events or additional information has been received by apollo. Device labeling address the reported event as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection.

Event description:
First reported via FDA mw # 5044919 as: "I had the lap-band device and it was replaced one time, but it did not help. Slipped two times. I have esophagus damage due to acid reflux provoked by device and throwing up blood constantly. Breathing issues due to food going to lungs and chest pain." Follow-up with the patient found they confirmed their original report. The patient stated that despite device replacement three years ago, their symptoms never changed. The patient reported they had a hiatal hernia prior to device removal that they believe contributed to their symptoms. Regarding the slips, the patient reported the first was treated with band adjustment and removing fluid from the band. The second resulted in device explant without replacement. The patient wanted to be converted to a sleeve, but reported that due to damage caused by the band has so far been unable to have the procedure. This report is for the patient's second lap-band system. The first was previously reported by the manufacturer to the FDA as mw # 2024601-2014-00156.